Event description:
The user facility reported a 69-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient was on impella cp support due to left anterior descending artery stenosis. While on support, the patient had access site bleeding and red blood cells were provided. Additionally, there were multiple attempts to reposition the pump that were unsuccessful. The staff decided to remove the impella cp and replace the pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
The investigation for the reported access site bleed and the positioning issues has been completed. The product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely use related. The cause of the access site bleeding issue was most likely patient condition related due to bleeding at several sites per clinical.